Event description:
New information received notes that the device download was performed successfully. Patient was in good condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode. The cause of backup mode was unknown. Patient was stable and will be scheduled for in-clinic visit for further evaluation.